Manufacturer narrative:
A specific cause for the reported stroke could not be determined. The vad coordinator reported that the pump was not explanted. No product was available for investigation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The hospital indicated that the patient expired due to a cva. The pump was not explanted.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.